Event description:
Atherectomy treatment was performed on low and medium speed in a heavily calcified lesion in the superficial femoral artery using the diamondback 360 exchangeable orbital atherectomy device (oad). Wire position was lost due to the scrub technician pulling proximally on the viperwire advance guide wire. The physician attempted to advance the guide wire, but was unable to. The physician advanced the oad too close to the guide wire when the wire became stuck in the crown resulting in the tip of the guide wire to break off. The guide wire fragment was retrieved using a snare. The procedure was completed with balloon angioplasty. The patient was in good condition following the procedure.

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).